Event description:
The customer reported that the interconnect cable was faulty. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No additional info was provided.